Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) gives autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The manifold drive assembly part of the device was disassembled and checked and replaced. When the function tests were performed, it was seen that the tests passed. The device has been run and tested. The device is in working condition. It has been delivered.